Event description:
Philips received a complaint on the v60 ventilator indicating that the system would not turn on. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18079.

Manufacturer narrative:
The customer evaluated the device with the remote service engineer (rse) and discovered that with the alternating current (ac) power connected, there were not any light emitting diodes (leds) that were illuminated on the front of the device. The rse verified that the 24v from the power supply to the power management (pm) printed circuit board assembly (pcba) was good and confirmed that the pm pcba was bad. The rse created an onsite work order for repair and created notes for reactive planner to forward to field with no quote generated. A field service engineer (fse) was dispatched onsite; however, no onsite service was provided, as the customer ultimately resolved the issue--the cable was ultimately disconnected from the display.